Manufacturer narrative:
Section a4, a5, a6: information unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section b3: date of event: exact date unknown/not provided. Provided as 1 month post-operative. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt to obtain additional information was conducted, however, there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that one month postoperatively, a patient with a multifocal intraocular lens (iol) was unable to neuro adapt to the diffractive technology and therefore was not satisfied with the vision. The lens was explanted from the patients operative eye. It was unknown if a vitrectomy, incision enlargement, or sutures were required. There was no details on the post-operative status and the replacement lens. No further information was available.